Manufacturer narrative:
D6b updated. The investigation is still ongoing.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary no product was returned. Hematoma: the cause of the hematoma was not determined due to insufficient clinical details.

Event description:
Clinical rationale: a 47 year old female with acute myocardial infarction and cardiogenic shock, clinically consistent with scai shock stage d, underwent implantation of an impella 5.5 device on (B)(6) 2025 at 9:13 pm. The patient remained on support until explant on (B)(6) 2026 at 9:15 am, surviving the explant procedure. During support, the patient experienced a small hematoma at the axillary access site, which occurred after transfer to the ICU. The bleeding was managed through holding anticoagulants and was successfully resolved with manual pressure. The event resolved with conservative management, and no device related failure or malfunction was identified.

Manufacturer narrative:
B5 clinical narrative updated. Section d4 catalog number was corrected. H6 added additional impact codes that were omitted from the initial report codes, but were included in the initial report summary from b5.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a hematoma at the access site. Impella support continues.